Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: 1 x part 310.507 / #lot f-19134 / drill bit ø 1./summary5 mm, with marking, length 96/82 mm . The visual inspection has shown that approx. 5mm from the fluted tip section is broken off. The broken off portion was not returned. Conclusion: the measuring result does show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 440b as required and the measured harness was within specification. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention in the leaflet ¿important information¿ version : check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter hospital telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 07.march 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the 1.5mm drill bit with depth mark broke intraoperatively during an unknown procedure on (B)(6) 2017. Fragments were generated but were retrieved easily. Surgery was completed successfully with no delay. This report is for one (1) 1.5mm drill bit with depth mark. This is report 1 of 1 for (B)(4).